Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 405 mg/dl. Customer¿s blood glucose was 275 mg/dl and customer had low blood glucose of 70 mg/dl and customer was sweating. The customer treated with the insulin pump. Troubleshooting was declined for high and low blood glucose. The insulin pump will not be returned for analysis.